Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with a cracked case at display window corner. All buttons functioned properly. No damage on the keypad assembly. Inspected connector on lcd and no unlock keypad connector.

Event description:
No blood glucose levels reported. The customer reported that the keypad of the insulin pump was unresponsive. No additional information was provided.